Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump intermittently stopped charging while plugged into a power source, and the customer needed to wiggle the usb cable while inserted into the pump usb port in order for the pump to charge successfully. The issue persisted across multiple usb cables. Additionally, the battery gauge was observed to be fluctuating. The customer's blood glucose (bg) level was in the 300 mg/dl range. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged charging issue was verified; however, the fluctuation issue could not be verified due to the charging issue.